Manufacturer narrative:
The baxter technician found the foot casters needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on mar 12, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. Per the baxter service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. The technician replaced the foot casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that reconditioned totalcare bed had brakes not holding while in brake position. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.